Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it without further occurrences. Customer may continue to use the pump.